Event description:
A single saline content silicone mammary device was implanted on the left some 25 months after a left modified radical mastectomy for intraductal carcinoma-in-situ. (1990). The morning after implantation pt experienced 4+ chest pain. Within a few months pt developed herpes zoster which has continued to bother them along the implantation incision. In 1994 pt was diagnosed with right sided intraductal mammary carcinoma-in-situ; this time immediate tram flap reconstruction was performed, with a better result. There has been almost continuous thoracic wall pain, mainly on the far left along with tinnitus, occasional hand numbness. Current symptoms are: myalgias, odoriferous urine, angioid chest pain, plantar tingling of the feet, stiff joints, decreased vision. Saline added just once, c. Early 1994.